Event description:
Reportedly, on (B)(6) 2023 after a device replacement from unknown pacemaker to alizea dr the device was interrogated for the first time. The device was found in vvi pacing mode. Lead impedance was measured >3000 ohms and switch to bipolar pacing was not possible. Implanted leads are bipolar ones with good measurements before the device replacement. An immediate re-intervention was performed and the alizea pacemaker was explanted. At interrogation of the explanted device on (B)(6) 2023 several warning messages were displayed, indicating a technical issue on the device and that rrt was reached.

Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure, very close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. Electrocautery is not recommended once the device is in the pocket since it cannot be used far from the pacemaker. At reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. No device failure has been confirmed. However, this complaint is recorded for trending purpose to assess the need to implement any improvement.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023 after a device replacement from unknown pacemaker to alizea dr the device was interrogated for the first time. The device was found in vvi pacing mode. Lead impedance was measured >3000 ohms and switch to bipolar pacing was not possible. Implanted leads are bipolar ones with good measurements before the device replacement. An immediate re-intervention was performed and the alizea pacemaker was explanted. At interrogation of the explanted device on (B)(6) 2023 several warning messages were displayed, indicating a technical issue on the device and that rrt was reached